Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 5f sheath after a popliteal aneurysm viabahn stent graft procedure. Reportedly, no suture was visible after the proglide plunger was removed. During proglide device removal, the sheath of the proglide device remained in the patient and the device looked broken at the suture bearing. The remainder of the sheath went "downstream" and surgery was performed to remove the sheath. There was a reported clinically significant delay in the procedure due to the surgery to remove the proglide sheath. Hospitalization was prolonged two days. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss could not be replicated in a testing environment as both cuffs were engaged and was confirmed as a suture retrieval issue/ anterior needle to cuff detachment. The reported guide detachment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.